Manufacturer narrative:
Field service engineer (fse) went on site to investigate a report of an error 4 on the generator console (error 4 - generator received "prep" signal without console command). Fse could not duplicate complaint, but found one console fan was nonfunctional. Fse replaced that fan assembly and verified proper operation according to the ddis system service checklist qssrwi4.3. The system was returned to the customer for full service.

Event description:
Customer reports via phone that during an undetermined urology procedure, the system fluoro failed. Staff completed the procedure using rad imaging shots. Customer is not able to provide any further patient and procedural information, other than to say the patient is fine. No reported injury.